Manufacturer narrative:
Pump passed rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No e70 alarm on alarm history screen. Scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, bleeding lcd glass.

Event description:
The customer reported via phone call that the insulin pump had a motor position encoder error alarm. Blood glucose level at the time of the incident was not provided. Review of the alarm history showed an additional motor position encoder error alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.